Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient, with a history of esrd on dialysis, coronary artery disease, atrial fibrillation, and hypertension, was transferred in cardiogenic shock after an anterior septal stemi with prior angioplasty of the ramus and lad and support with an intra-aortic balloon pump. The patient was brought for impella placement, swan-ganz catheter placement, and coronary angiography. Following angiography, the existing iabp access was used for impella insertion, and a 14 fr sheath was placed. The device was positioned and initiated at p8 per IFU. Hemodynamic data were obtained, and although rv support was considered, it was not pursued based on bedside echocardiographic assessment. After lv unloading, periods of reduced flow with suction were observed and improved with volume administration. A right ij hematoma and oozing at the right femoral access site were noted in the setting of elevated anticoagulation, and both sites were monitored and redressed. During the ICU course, the rn reported a decline in pulse pressure on the arterial interface along with continued bleeding at the femoral access where pressure was being held. The patient¿s hemoglobin decreased, and bleeding from multiple access sites was documented. CT was performed due to concern for bleeding around the swan-ganz catheter. Upon returning from CT, the patient experienced a cardiac arrest that required CPR and resuscitative measures. Following return of circulation, the impella displayed continuous suction and appeared shallow, consistent with malposition and sensing difficulty; the device was repositioned at bedside with subsequent resolution of alarms and restoration of appropriate flow signals. The patient was ultimately determined not to be a surgical candidate. Goals of care were transitioned to dnr and comfort-measures-only. The patient¿s condition continued to decline, and life-sustaining therapies were withdrawn on (B)(6), after which the patient expired. Throughout the course, recurrent bleeding, suction episodes, flow restriction, device sensing issues, and the need for repositioning occurred in the context of cardiogenic shock, severe comorbidities, anticoagulation, and hemodynamic instability. No device malfunction or use error was identified. The clinical deterioration and death were attributed to the patient¿s critical underlying condition and bleeding complications rather than to a device-related problem.